Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to complete DHR check as the lot number is "unknown" for this complaint.

Event description:
It was reported that the bd allergy syringe tray with bd precisionglide¿ permanently attached needle had punctured through the shield before use and resulted in a clean needle stick. The following information was provided by the initial reporter: "customer claims a needle had pushed through the plastic housing of one of the treatment needles, resulting in a needle stick."

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd allergy syringe tray with bd precisionglide¿ permanently attached needle had punctured through the shield before use and resulted in a clean needle stick. The following information was provided by the initial reporter: "customer claims a needle had pushed through the plastic housing of one of the treatment needles, resulting in a needle stick."